Manufacturer narrative:
One cadd cassette reservoirs was returned for analysis. The returned sample consist of one product of p/n (B)(4). The sample was received in used conditions and without its original packaging. The sample was visually inspected, at a distance of 12" to 24" and normal conditions of illumination and no discrepancies were found. Functional testing was performed using a syringe to infuse water into the ay bag and leaking was detected in the top of the ay bag. The customer's reported problem was confirmed. According to the investigation, the most probable root cause is in the bag loading operation, the ay bag was not handled property. The investigation reported that the problem source of the reported could be manufacturing.

Event description:
Information was received that during filling of this smiths medical cadd cassette reservoirs, the patient noticed a leakage next to the tubing particularly next to blue clamp. Subsequently, the patient switched to another cassette. No patient consequences were reported. No adverse effects were reported.